Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product not returned.

Event description:
The patient underwent a right total knee arthroplasty. Subsequently, the patient was revised approximately four months later due to dissociation of the locking bar, which was seen in a radiograph two months post implantation. The tibial bearing and locking bar were removed and replaced.